Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock lead impedance measurements greater than 125 ohms in the 200 ohms range. It was noted daily measurements were within normal limits and the shock vector is triad. Subsequently, defibrillation threshold testing (dft) was completed twice, and the shock impedance decreased to the 65 and 75 ohms range, respectively. It was also noted that the other vectors remained greater than 125 ohms. Technical services (ts) discussed troubleshooting and programming options. No additional adverse patient effects were reported. At this time, the device remains in service.